Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt is experiencing discomfort in the hip. Recent blood test and MRI show elevated metal levels and fluid on the hip. The pt requires revision surgery.